Manufacturer narrative:
The device has not been returned to the MFR for investigation.

Event description:
According to an email: a ltv 1000 ventilator caught fire during a flight preparation on ground. "The ventilator was established on pt in hospital, brought with ambulance on 12vdc to the airport with the pt and loaded it to the aircraft with the pt. In the ambulance, it was noticed a lack of indication of external power. The 12vdc power and o2 was connected to aircraft. Few seconds later, flame and smoke appeared at the o2 inlet. The o2 and dc power was disconnected, and fire stopped. The ventilator was still running on pt. The chain securing the o2 cap seem extremely hot. Smoke was evacuated from the aircraft and pt disconnected from the ltv. The flight was made by manual ventilation with bag. No harm to pt, user or aircraft. This was the first time the ltv 1000 was taken to use on pt by this crew. This was also the first clinical use of the unit. The unit was brand new, with a modified 12vdc cable to fit both the external outlet in ambulances and the external outlet of the becch 200 ambulance aircraft. Examination of the exterior indicates meltdown of rubber surrounding o2 inlet and in touch with the cap chain."